Event description:
The following has been reported: biomed reported: 'touch screen stopped working. Fresenius-kabi rep had to use cassette release button to remove fentanyl cassette, was eventually able to put pump in standby. When turned back on this morning, it gave a "reload cassette" error, performed full shutdown and it seems to be working ok now. There was no known patient harm or delayed infusions related to this issue. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.